Event description:
Pt is experiencing tissue reaction and hyper sensitivity that started about ten days after the injection. Three weeks after the injection, pt had induration and erythema. Pt rec'd injections of kenalog which appeared to help relieve symptoms.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specs, and did not reveal any issues with the alleged product lot.\